Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator that would not turn on. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement or harm. The fse replaced the power management printed circuit board assembly to address and correct this reported condition.